Event description:
It is reported that between (B)(6) 2013 during an ent procedure, the device misfired several times during the case and would not occlude the vessel when applied. The issue was noticed immediately and another device was used to stop the bleeding and complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device returned to the manufacturer was a model ethmcm20. The device was returned in good visual condition. Upon evaluation, the device was cycled and fed and formed 14 clips with proper pinch and alignment. The device then locked out as intended. No lot number was provided, so the device history record could not be reviewed.